Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient. (B)(4).

Event description:
It was reported that the patient started to experience stroke like symptoms 8 hours after the procedure. CT (computed tomography) and mr (magnetic resonance) scans confirmed an mca (middle cerebral artery) occlusion. Lytics was started and the patient was taken to the lab and the clot was resolved. It was reported that the patient's nihss stroke score was 14 and it is currently 4 with the patient still in the hospital.